Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor anomaly. The customer's blood glucose level was unknown. The insulin pump also received a no delivery alarm. Troubleshooting was not performed. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor anomaly or unexpected insulin flow blocked/no delivery alarm noted. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.